Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report reference number: 1627487-2021-00616. It was reported that the patient experienced lead dislodgement. During a lead replacement procedure, the newly implanted lead pulled back out of place. The physician was unable to fix the left lead so it was left out of place. Note: it is unknown to the manufacturer which lead was dislodged, therefore both leads are being reported on.